Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having high blood glucose of 411 mg/dl. Customer stated her blood glucose during the night was 198 mg/dl and now it went up. Customer stated the device will only let her administer 25 units at a time. Customer wanted to know how much insulin to administer. Customer was advised to contact doctor in how to treat with manual injections and to call back once they did. No further information reported.